Event description:
The physician used a cook ireland echobrush cytology brush during a pancreatic cyst fine needle aspiration under endoscopic ultrasound guidance on a pt. Bleeding was first noticed 2 wks post-procedure. The bleeding is thought to have originated from a branch of the gastroduodenal artery. The pt was admtted for 5 days and received interventional radiology embolization to stop the bleed. The pt also received a blood transfution. The physician alleged that the echobrush may have contributed to the gi bleed. It has been noted that the pt is now stable.